Manufacturer narrative:
Summary of evaluation: no conclusion could be drawn from the evaluation because the device was not returned.

Event description:
The adapter is stripped. It turns, and the reamer attachment doesn't. The event did not occur during a surgical procedure.